Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the auxiliary drawer 5.1 was having reoccurring failures. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to main drawer 5.1, not auxiliary drawer 5.1. Drawer 5.1 was tested using the hardware test application and passed all tests. A rubbing sound was noted near the right-side position sensor. A field service engineer adjusted the position sensor bracket. The solenoid and latch assembly appeared to be worn, so the solenoid, plunger, and inseparable magnet were replaced. The new latch functioned freely. The latch function was tested for 25 cycles, with no failures or rubbing detected. The system functioned as intended after the field service engineer repaired the device.